Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during preparation of a therapeutic appendicectomy, the subject device's screen intermittently blacked out and only a color bar appeared when machine was turned on and connected. The procedure was completed using a similar device. There were no reports of patient harm.